Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the ventilator alarmed with da pcba adc (data acquisition/ printed circuit board assembly/ analog digital converter) reference failed vent inop occurrence. The customer reported there no patient involvement.

Manufacturer narrative:
The field service engineer replaced the da to mc cable per fco to address the reported problem.